Event description:
Became extremely sick. Heart palpitations, severe anxiety, panic attacks, breast pain. I had a mentor silicone gel implants. They ruined my life for three years before I finally put together the pieces of the puzzle and had then removed. As they were the cause of all of my symptoms.